Event description:
During a robotic cholecystectomy for acute cholecystitis, a small piece of the harmonic instrument broke off into pt. The surgeon was able to retrieve the broken hip with a grasper. No harm to pt occurred.